Event description:
The customer alleged the pump does not hold a charge. During testing and investigation, the device was powered up and alarmed for n56 (replace battery). Additionally, the entire alarm log was reviewed, which showed multiple n56 (replace battery) alarms. Testing replaced the battery and the change battery soft-key was pressed; the device passed the self-test. The complaint was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.